Event description:
It was reported while using bd blunt fill needle - filter 18g there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: white spots and substances found on the needle cfr picture

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-oct-2023 h6: investigation summary it was reported there was a white substance found on the needle. To aid in the investigation, one sample with no unit identifiers and two photos were provided for evaluation by our quality team. A visual inspection was performed and there is an epoxy drip over on the needle hub. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 305236, lot 2175431. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd blunt fill needle - filter 18g there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: white spots and substances found on the needle cfr picture.